Event description:
Patient was found to have a piece of tooth in her mouth. Universal biteblock was used for intubation. Piece of tooth came from and points to left upper incisor which is part of a permanent bridge.